Event description:
It was reported that during procedure, the physician could not see the balloon catheter marker band though fluoroscopy. The device was removed from the patient's body without clinical consequences to the patient.

Manufacturer narrative:
The subject device was disposed.